Manufacturer narrative:
This report is filed on september 29, 2016. Device not returned to manufacturer.

Event description:
Per the clinic, the patient developed infection at implant site, however the issue could not be resolved; subsequently the device was explanted on (B)(6) 2016. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report, september 29, 2016.

Manufacturer narrative:
This report is filed on february 08, 2017.